Event description:
This is filed to report a tear of the posterior leaflet and recurrent mitral regurgitation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient had a flail and prolapse of the posterior leaflet. The mr was fairly central. The posterior leaflet was >10mm and the valve area was 6.5cm2. Three clips were implanted from medial to lateral and the physicians were satisfied with the procedural outcome. The mr was reduced to 1 and the patient was discharged. Upon follow up on july 6th 2022, a tear of the posterior leaflet was discovered behind the second clip. The recurrent mr is significant. It is unknown when the tear occurred. All three clips remain attached on the leaflets. The patient will be treated medically as they are not a surgical candidate. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported tissue injury could not be determined. The reported recurrent mitral regurgitation (mr) appears to be due to the torn leaflet. The reported patient effects of tissue injury and mr as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.